Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: a review of the black box showed data starting on (B)(6) 2014. The data from the time of the reported incident was unavailable for review due to continued pump use. A review of the available black box data and pump histories showed no errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Event description:
The reporter, the patient's father, reported the patient obtained erratic blood glucose readings while using the pump. On (B)(6) 2011 at 12:00 pm the patient obtained the blood glucose reading of 309 mg/dl and tested positive for urinary ketones. At that time, the patient determined the cartridge cap was loose, and tightened it while he was still attached to the pump. The patient primed the pump four times at 2:30 pm. The patient confirmed to customer service that he was disconnected from the pump while priming. At 3:30 pm the patient obtained the blood glucose reading of 22 mg/dl and at 7:04 pm a reading of 63 mg/dl. The patient did not report experiencing any symptoms of low blood glucose levels. The patient administered self-treatment by consuming carbohydrates and suspended the pump. The patient noted there have been no changes in his activity, medications or health. Troubleshooting revealed basal and bolus totals are correct and were delivered as expected. The patient's technique is correct and all pump programming and settings were correct.